Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl. The pod was worn between 24 and 36 hours on the hip/buttocks. It was noted that the cannula was bent. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the exposed soft cannula found it to be damaged and leaking. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The top housing of the pod was observed to be cracked. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not affect the functionality of the pod.